Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. An additional lot number was provided in this complaint for material number 381433. Lot # 4304285. Mnf date 2024-11-04. Exp date 2027-09-30.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: iag needle is slow to retract when pressing safety button on device. Customer response on (B)(6)2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The slow return has increased the risk of injury / needle stick.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction could not be confirmed from the photograph that was provided for investigation. The photograph showed an insyte autoguard needle that extended from the grip. The safety mechanism did not appear to be activated. The retraction time could not be quantified from the photograph. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. Although the photograph and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.